Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was referred to a neurosurgeon for an ins battery replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacturer representative reported that there was premature battery depletion and the device was turning on/off spontaneously. It was noted that the battery was heating up during normal use. No external or environmental factors were known to have contributed to the issue. The implant was interrogated and the settings were checked and all showed normal. The issue was unable to be fixed and was not resolved at the time of the report. The patient was going to have the implant replaced and the surgery had been planned but not yet scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that they saw a persistent thermometer icon. The patient stated that they see the thermometer message and stated "the stimulator must be overheating." The patient stated that they have gotten an uncomfortable heating sensation when they are charging, sometimes when they see the thermometer icon. The patient stated that they told their manufacturer representative (rep) about this and they moved from hd settings to ld settings. This decreased the pain coverage and they were having more pain. It was noted that the patient was charging under blankets/pillows or near ambient heat. Patient service reviewed to recharge in a well ventilated area. Email sent to repair. Additional information was received from the patient. It was reported that the ins was heating up. The ins was reprogrammed, and the recharging settings were changed. No further complications are anticipated.

Manufacturer narrative:
Some information omitted from previous report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the ins heating up had not been determined and the patient was referred to a neurosurgeon for an ins battery replacement. No further complications were reported.